Event description:
A malfunction was reported on the pump. There was no reported impact to the customer¿s blood glucose level, as information was either unknown or not provided. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.